Event description:
It was reported that during implantation of an intraocular lens (iol) into the left eye the lens did not unfurl. The surgeon began to dial in the lens and realized the lens had ruptured the posterior capsule. While attempting to remove the lens, a haptic detached from the iol. The wound was enlarged to remove the iol, a vitrectomy was performed, and a successful lens exchange was performed using a different model iol. Per the surgeon, the likely cause of the event is due to the lens not unfurling upon insertion. Patient outcome is good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.